Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen on (B)(6) 2013 using legacy coolcurve, the flanks using legacy coolcore, and the lower abdomen using legacy coolmax. Patient returned on (B)(6) 2013 and was treated to the upper flanks using legacy coolcurve. Patient returned on (B)(6) 2014 and again was treated to the upper/lower abdomen using legacy coolmax and flanks using legacy coolcore. Patient was seen on (B)(6) 2014 for treatment to the flanks using legacy coolcurve. Patient was seen on (B)(6) 2015 for treatment to the flanks and (B)(6) 2015 for upper and lower abdomen using legacy coolmax who developed paradoxical hyperplasia (pah/ph) in the upper/lower abdomen and flanks diagnosed (B)(6) 2016.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen on (B)(6) 2013 using legacy coolcurve, the flanks using legacy coolcore, and the lower abdomen using legacy coolmax. Patient returned on (B)(6) 2013 and was treated to the upper flanks using legacy coolcurve. Patient returned on (B)(6) 2014 and again was treated to the upper/lower abdomen using legacy coolmax and flanks using legacy coolcore. Patient was seen on (B)(6) 2014 for treatment to the flanks using legacy coolcurve. Patient was seen on (B)(6) 2015 for treatment to the flanks and (B)(6)2015 for upper and lower abdomen using legacy coolmax who developed paradoxical hyperplasia (pah/ph) in the upper/lower abdomen and flanks diagnosed (B)(6) 2016.

Manufacturer narrative:
H.9 continued: additional correction removal numbers: z-1347-2022, z-1346-2022. This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.